Event description:
Spontaneous, pt getting error code "cartridge removed" from cadd ms3 pump serial number (B)(4), maintenance due 02/13/2020. Pt was able to correct this error code previously, but the error came back later in the day. Pt is using backup pump. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Pump replaced. Reported to (B)(6) by pt/caregiver.